Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 17 unused open samples with the needle detached from the thread and the thread is still wound on the pack. Nevertheless, taking into account that the units received were unused (the thread was still wound on the pack) we cannot consider the case as an isolated unit and we will close the complaint as confirmed. Moreover, there are previous confirmed complaints for the same issue. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not attached to the thread. This issue occurred before use.